Event description:
It was reported that during a remote follow up, noise was noted on the right ventricular lead. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.